Event description:
Additional information from customer: the patient is a smoker, bruxer and has diabetes. Implant was already restored and lost due to occlusal overload.

Manufacturer narrative:
B5 was updated. H6 codes were updated: medical device problem code: removed 1863, added 2408. Investigation findings: removed 3221, added 3243. Investigation conclusions: added 50.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.